Manufacturer narrative:
Patient (B)(4) - no code available (minor bleeding; non-surgical medical intervention performed). Device (B)(4): component (B)(4) relates to problem (B)(4) for the reported issue of stent blocked/occluded. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received. A visual examination of the returned device found multiple pinholes in the silicone coating at the proximal flare transition of the stent that were within manufacturing specification. One hole was present in the silicone coating at the distal end of the stent that was larger than manufacturing specification. As only one pinhole was larger than the manufacturing specification, the device passed the process inspection criteria. The silicone coating was slightly discolored. However, no tissue ingrowth was noted. No other issues were noted with the profile of the stent. Only the stent was returned for analysis. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) found that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review identified that the device was not used per the directions for use (dfu) / product label. The dfu / product label states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent system is contraindicated for any use other than those specifically outlined under indications for use. However, the complainant reported that the stent was not placed for a malignancy; it was placed to seal a perforation that developed as a result of a previous dilatation. In addition, bleeding is listed in the dfu for this device as a potential adverse event related to use. Therefore, the most probable root cause is user/use error. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the middle part of the esophagus of a patient with a benign stricture on (B)(6) 2010. According to the complainant, the patient's suffered from an esophageal perforation, which was a result of a previous dilatation with a non-bsc balloon. The stent was placed to seal the perforation. On (B)(6) 2011, during a gastroscopy procedure to check the positioning of the stent, it was discovered that the stent was blocked with tissue in-growth. It was reported that the tissue was ingrown through the covering of the stent, between the proximal flare and the stent body. Grasping forceps were used to remove the stent, during which minor bleeding occurred; however there were no patient complications. A barium study was performed, where it noticed that the perforation had healed. The patient's condition post procedure was reported as "ok". It is important to note that the physician is aware that the wallflex esophageal fully covered stent is not intended for placement in benign strictures. According to the dfu/product label: the wallflex esophageal fully covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors; as the long-term effects of the stent in the esophagus are unknown.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the middle part of the esophagus of a patient with a benign stricture on (B)(6) 2010. According to the complainant, the patient's suffered from an esophageal perforation, which was a result of a previous dilatation with a non-bsc balloon. The stent was placed to seal the perforation. On (B)(6) 2011, during a gastroscopy procedure to check the positioning of the stent, it was discovered that the stent was blocked with tissue in-growth. It was reported that the tissue was ingrown through the covering of the stent, between the proximal flare and the stent body. Grasping forceps were used to remove the stent, during which minor bleeding occurred; however there were no patient complications. A (B)(4) study was performed, where it noticed that the perforation had healed. The patient's condition post procedure was reported as "ok". It is important to note that the physician is aware that the wallflex esophageal fully covered stent is not intended for placement in benign strictures. According to the dfu/product label: the wallflex esophageal fully covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors; as the long-term effects of the stent in the esophagus are unknown. Updated information received since (B)(6) 2011. No intervention was performed to treat the minor bleeding that occurred at the time the stent was removed. The bleed resolved on its own.